Manufacturer narrative:
Final analysis found damage confirming the event was sustained during the procedure. A complete lead was returned in one piece with the guidewire stuck inside the lead. The polytetrafluoroethylene (pfte) coating of the guidewire was stripped and bunched up inside the connector pin and the distal end was bent and overlapping consistent with procedural damage. The lead was otherwise normal.

Event description:
It was reported that during procedure, the physician could not pull out the guidewire our from the left ventricular lead. The lead was not used and was replaced with a new lead. Patient was stable.